Manufacturer narrative:
The complaint device was returned for evaluation. Technical evaluation identified that the device was set to "fast" setting when the unit was powered on. The device does not switch between fast rate and slow rate. The keyboard was deemed defective. The customer complaint was confirmed; however, the issue identified was not related to a previous repair. The root cause was determined to be a faulty keypad. The baxa micro-fuse pump blue keypad was replaced. No additional information is available. This type of event will continue to be monitored.

Event description:
The pump flowed at a slow rate. The alleged malfunction occurred during use on a patient on (B)(6) 2021. The clinical nurse was the operator of the device. The failure was verified by the clinical engineer. There was no patient harm or medical intervention required.